Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition. There was evidence of the error recorded in the event history log. The reported problem was not duplicated during functional test; however, evidence was found in event history log. The investigation found no issues with the advice regarding the error, both sensors occluded as they should when primed and clamped; no fault was found. However, due to multiple upstream occlusion alarms displayed in the error log, the upstream sensor was replaced as a preventative measure. The root cause was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously this remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. UDI number and device operator are unknown. No information has been provided to date.

Event description:
It was reported that there was an occlusion air priming during testing. There was no patient injury.